Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe, removable probe cover and complete vacuum assembly was received for evaluation. During visual evaluation, the probe was received with the original protective tubing; a piece of material was taped to the outer portion of the protective tubing and some skiving was observed to the outer needle protector. The probe appeared to have residue on the cutter and the aperture was received partially open. Further, it was noted that there was a plastic like piece of material was within the original needle protector. There were no visual anomalies noted on the device. Further functional testing was not performed, due to the nature of the complaint. Both the material and protective tubing were further analyzed via ftir analysis and determined that the protective tubing material, the material received taped to the outer protective tubing, and the plastic like piece of material within the protective tubing are all consistent with polymeric material used along the inner portion of the protective tubing. Therefore based on the analysis of the returned device, the investigation is confirmed for the reported event (e.g., plastic material was found along with tissue in the chamber). The device was returned with plastic material and skiving on the protective tube. Further analysis determined the protective tubing material, the material received taped to the outer protective tubing, and the plastic like piece of material within the protective tubing are all consistent with polymeric material used along the inner portion of the protective. It is likely the interaction between the needle and protective tubing contributed to the reported event, however a definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2024), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, a plastic material was allegedly found along with the tissue in the chamber. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, before sampling the plastic material was allegedly found along with tissue in the chamber. There was no patient contact.